Event description:
(B)(4) .

Manufacturer narrative:
There is no data to reasonably suggest that the prismaflex control unit malfunctioned, caused or contributed, or may have caused or contributed, to the reported event.